Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. An 0x40 hazard alarm was generated during operation, indicating rotational sensor maximum open count exceeded. The rotational sensor did not transition from closed to open at consistent pulse width intervals. A tear was observed in the unexposed portion of the soft cannula, causing an internal leak. The leak contributed to corrosion and fluid damages on several components of the device, including commutator cap contamination, pcb damage and corrosion, and battery corrosion. The commutator cap contamination contributed to the 0x40 alarm generation. The soft cannula damage is confirmed as the cause of the reported hazard alarm.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was giving a hazard alarm during operation.